Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as flaky and rubbed raw skin under the breast area and on stomach. There was no alleged device malfunction contributing to the rash the patient¿s nursing staff have applied a zinc cream and an antifungal cream to the area for the rash. Outcome of the rash is unknown.